Manufacturer narrative:
(B)(6). We have now completed our investigation into the reported complaint. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported that pico 7 placed on (B)(6), in a cesarean incision, and was functioning correctly. On (B)(6), stopped sucking and the 4 lights are continuously lighted (the ok green light and the 3 red lights on the remaining indicators). They changed batteries but did not work. They opened a new kit because it was necessary to continue the treatment. The patient cannot ascertain if the device failure this was noticed at the exact moment (for example, if the machine stopped during the night he/ she could be sleeping¿), nevertheless as far as we were informed, went to the hospital in the same day. No additional information to add.

Manufacturer narrative:
Further assessment of information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that no harm nor injury was reported and the patient visited the hospital on the same day the therapy stopped in order to receive a back-up device to continue the treatment., therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.